Event description:
It was that a spectrum pump's #3 key was stuck. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The following keys are inoperable: #2, #3, (.), #4, #5, #6, #7, #8 and #9 key caused by a failed keypad. When any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1k ey is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with care area and mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.